Manufacturer narrative:
The reported events were high pacing impedance, no sensing, high capture threshold and material twisted. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported events of high pacing impedance, no sensing and high capture threshold were not confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil. The reported event of material twisted was confirmed. The cause of material twisted was due to overtorquing the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for damage consistent with procedural damage.

Event description:
During an initial implant procedure, high pacing impedance, failure to sense and increased capture threshold which resulted in loss of capture were detected on the right atrial (ra) lead . Lead damage was suspected but not visually confirmed. A new ra lead was implanted to resolve the event. The patient was stable.